Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion being treated was located in the moderately tortuous and severly calcified left external iliac artery. The 4.0-20, 80 wanda balloon dilatation catheter was advanced to the target lesion where the balloon ruptured on the initial inflation at 8 atms. There was no resistance experienced. The procedure was completed with a 5x20mm sterling balloon. There were no patient complications reported and the patient status is good. This product is only ous approved but it is similar to an approved us device.